Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer was unable to interact with any of the buttons. The customer's blood glucose (bg) level was 65 mg/dl. The customer consumed carbohydrates to address the low bg. The customer reported that a pump would continue to be used for insulin therapy.